Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Nothing will be returned as per policy of the facility. The patient was doing well postoperatively. No further information has been obtained.